Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a low blood glucose (bg) level of 49 mg/dl, cause was unknown. Customer consumed glucose tablets to address low bg. T:connect was reviewed by tandem technical support and it was determined that the pump was functioning as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were available on (B)(6) 2021 until 12:26:31 pm. The logs were reviewed on (B)(6) 2021. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. The user did not enter in any bg below 54 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.